Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. Prior to use on the patient, when checking the sutures after the package was opened, a monofilament appeared to be mixed in the product. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: qty of product involved: 1 => 5 qty to be returned: 1 => 5 are there photos available for visual analysis? =>no photos are available. Procedure name? =>no further information is available. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. =>we regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-00152, 2210968-2022-00153, 2210968-2022-00154, and 2210968-2022-00156.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/23/2022. H6 component code: g07002 : incomplete device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation, only was received an empty foil packet. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.